Event description:
Manufacture received feedback from philips international nmpa case#1(B)(4); reporting the device rebooted, no error message and no alarm. Unknown if in therapeutic use at the time of event and no reports of patient harm or injury.

Manufacturer narrative:
H10: the asp (authorized service provider) engineer determined the cause of the issue was a failed user interface (ui). The engineer provided their analysis findings to the customer, however the customer declined repair. The customer elected to use a 3rd party service provider. The customer confirmed the unit is repaired and returned to service. Further details were not provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the issue was identified during testing; the unit was not in therapeutic use at the time of event. There were no reports of patient/user harm or injury. The asp (authorized service provider) engineer determined the cause of the issue was a failed user interface (ui). The unit has not yet undergone repair and remains out of service.